Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketones were present. A correction via the pump was delivered to address bg. As the event occurred in the past, tandem technical support was unable to determine a cause. Recommendation was made for the customer to discuss elevated bg with a healthcare provider.